Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The entire distal portion of the stent was damaged. The stent struts were severely bunched and distorted with the distal portion having been moved proximally off the balloon. The proximal portion of the stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. It is therefore unlikely that the device was defective prior to the device entering the guide catheter. The bumper tip of the device showed signs of damage to its distal edge. The type of damage evident is consistent with the product mandrel being moved proximally until the mandrel "pigtail" damages the tip. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus premier stent delivery system was selected and advanced to the guide portion of a non bsc device. It was noted that the stent got caught and was crumpled. The device was removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 2.25x20mm promus premier¿ stent delivery system was selected and advanced to the guide portion of a non bsc device. It was noted that the stent got caught and was crumpled. The device was removed as a unit. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).